Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, a confirmed e70 alarm was found in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 142.2mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.